Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. No loose display window was noted. All of the buttons functioned properly. Moisture damage was noted on the keypad traces and on the electronic assembly. The insulin pump passed the displacement test. No unexpected low reservoir alarm was noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had fluid in the pump and physical damage and unresponsive keypad. Customer stated saw moisture under the screen just from working outside sweating. Customer stated the insulin pump was dropped and there was a cracked near the screen. Customer's blood glucose was 105 mg/dl. No further information provided.